Event description:
It was reported that a pump has upstream occlusion alarm issues. There was no reported pt injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Incoming inspection could not duplicate the customer's complaint, unit was found to run without any alarms. Engineering evaluation of this unit found fine cracks in the upstream sensor tail pins 36-40 which can cause the upstream occlusion alarms. The root cause for the upstream occlusion issues was determined to be being caused by the cracks in the upstream sensor tail pins. Upstream sensor assembly was replaced.